Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the pump was updated to control iq software, pump history and settings were reset and missing. There was no reported impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.